Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device was not available for evaluation. However, because qa¿s examination may not conclusively confirm or disprove the report of erosion, qa accepts the physician¿s observations of such as the reason for medical/surgical intervention. If additional information is received, qa will re-evaluate this complaint in accordance to procedures. Therefore, no additional action is required at this time.

Event description:
Portions of this event were previously submitted via alternative summary report (exception number e2014015) submitted on 28apr2015; this report is intended to be a follow up report to submit additional information that has been received. A follow-up to that original report was submitted under MFR report# 2125050-2020-00417 on 03jun2020. Additional information received on 20apr2022 indicated that the patient experienced vaginal irritation, recurrent vulvovaginal atrophy, atrophic vaginitis, and pain in pelvis. Additional information received on 15sep2021 indicated that the patient experienced myofascial pain, cystocele, incontinence of feces, foreign body in vagina, dyspareunia, and urinary incontinence. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.